Manufacturer narrative:
Patient date of birth/age and weight were not provided for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent a proximal humerus fracture procedure. During the procedure, a clamp broke off. Additionally, it was noted that the screw that connects the guide block to the plate was missing from the guide block. Another set was opened and the guide block from the second set was used. The tip of the clamp was easily retrieved with no additional medical intervention. Another clamp was used to complete the surgery. The surgery was completed successfully with no delay and successful patient outcome. This report is for one (1) reduction forceps with points broad-ratchet. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 398.41, lot number: a7na48: date of manufacture: week 48, 2004, place of manufacture: tuttlingen, part expiration date: n/a, list of nonconformance¿s: n/a: description of DHR review: a DHR review cannot be performed due to the age of device (over 13 years old). No DHR available. Service history review: no service history review can be performed as part number 398.41 with lot number(s) a7na49 / 4907839 is a lot/batch controlled item. The service history review is unconfirmed. H3, h6: service and repair evaluation: the customer reported the tip of the clamp broke off. The repair technician reported the tip of the forceps was broken off and missing. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was performed. The returned forceps (part 398.41, lot a7na48, mfg week 48, 2004) were inspected at customer quality and the complaint of broken was confirmed. Upon visual inspection, it was noted that the tip of the forceps was broken and missing. The service and repair evaluation stated the same condition. Whether this complaint could be replicated is not applicable because the device was returned broken. Dimensional analysis was not performed as relevant features are significantly deformed. Current drawings were reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Due to the age of the device, no further investigation will be completed, including material and harness testing. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.